Manufacturer narrative:
Manufacturer received summons alleging a serious injury due to smoke inhalation. Counsel had received photos which identified and invacare chair. However. Photos provided were unclear to determine cause of incident. Other devices that were present in the facility were not provided. As a conservative MDR filed based on alleged unconfirmed injury.

Event description:
The summons alleges the consumer suffered "severe injury from smoke inhalation and other damage" due to an incident involving his power wheelchair.